Manufacturer narrative:
The investigation determined that on three occurrences, a patient sample was potentially dispensed into an unintended tube/cup. The investigation identified a software anomaly associated with a specific sequence of events, which allows aspiration of a sample from an unintended tube/cup and/or return of an aspirated sample into an unintended tube/cup position of a sample tray using a vitros 5600 integrated system. This can lead to the generation and reporting of a test result, or series of results, that do not reflect the patient¿s condition and could lead to inappropriate intervention with the potential for serious injury to the patient. Vitros system software version 3.2.3 contains the resolution to this software anomaly. The customer installed the vitros system software version 3.2.3 on 25 april 2016. The FDA (B)(6) district office was notified of this issue on 13 april 2016. Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
As part of a retrospective review of econnectivity in support of an ortho clinical diagnostics (ortho) investigation, a customer's results were reviewed and it was determined that on three occasions, a sample fluid was potentially dispensed into an unintended tube/cup on the sample tray. Undetected dispensing into a tube/cup other than the intended could lead to the generation and reporting of a test result, or series of test results, which do not reflect the patient's condition. This in turn could lead to inappropriate intervention with the potential for serious injury to the patient. Ortho contacted the customer to inform them of the events. Ortho has subsequently received no further information from the customer and it is therefore assumed that there are no allegations of patient harm as a result of the events. (B)(4).